Event description:
A patient who was enrolled in the study with a history of transient ischemic attacks, irregular heart beats, lung cancer, hypertension, kidney disease, hyperuricemia and hypertension underwent revascularization of the right internal carotid artery. The 73% stenosed lesion was described as mildly calcified with no vessel tortuosity and 13mm in length. The patient was asymptomatic prior to the procedure. An angioguard device was deployed beyond the lesion, and the lesion was pre-dilated with a 5mm balloon at 6atm. A 9.0 x 40mm precise stent was implanted at the target lesion and the stent was post-dilated with a 4.5mm balloon at 10atm. The angioguard was successfully retrieved. After the procedure, the patient developed bradycardia. Dopamine was administered and the patent recovered the next day. The patient also had a fever and convulsion after the stenting procedure. He was treated with steroid and anti-coagulation therapy and recovered 2 days later. The patent recovered and was released from the hospital. According to the physician, it is not sure if there was a causal relationship between the fever and convulsion and the carotid stenting. The physician felt the bradycardia/asystole was due to the strong radial force applied to the carotid artery by the stent placement which caused carotid sinus reflex.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Bradycardia and hypotension are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.